Manufacturer narrative:
(B)(4). Batch # n54u13. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Please clarify how ¿the devices were already broken when assembling the body and the cartridge.¿ this is not clear. Was the cartridge broken or damaged? Was the cartridge able to be loaded into the device? Was the handle portion of the device broken? Was the firing knob of the device broken? If the handle and the firing knob were not broken, please describe the broken part of the device. How was the procedure completed? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned with the left cartridge fork damaged and with the proximal 10 drivers up without staples, and the remaining drivers down with staples present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the devices were already broken when assembling the body and cartridge; the user could not find any reason. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.